Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the device was connected to a simulator and set to vt (ventricular tachycardia), and the device was alarming but did not go into vt. There was no patient involvement.